Event description:
Reportable based on device analysis completed on 10-feb-2026. It was reported that crossing difficulties were encountered. The patient presented with chest pain, and angiography revealed a significant 90% stenosis in the right coronary artery (rca). Percutaneous coronary intervention was decided for the lesion. After crossing the lesion with a non-boston scientific (bsc) guidewire, the lesion was pre-dilated with a 3x15 balloon. Following pre-dilatation, a 4.00 x 48mm synergy xd drug-eluting stent was advanced for treatment. However, it failed to navigate through the lesion due to tortuosity. Multiple attempts and pre-dilatation with high-pressure were performed, but the device still failed to navigate through the lesion. Two shorter non-bsc stents of small length were used and the procedure was completed. No patient complications were reported. However, returned device analysis revealed stent fracture.

Manufacturer narrative:
E1: initial reporter address 1: (B)(6). Device evaluated by MFR.: synergy xd mr ous 4.00 x 48mm stent delivery system was returned to the complaint investigation site. A visual and tactile examination identified multiple kinks along the hypotube shaft. Inner shaft polymer extrusion was found stretched 8.2cm from distal tip. Markerband was intact and undamaged. A microscopic examination of stent was found to be stretched from proximal section over distal tip. A portion of the stent was severely stretched and broken into two pieces. Balloon cones were reviewed, and no issues were noted. A visual and microscopic examination of the bumper tip showed no signs of tip damage. No other device issues were identified during returned product analysis.